Manufacturer narrative:
Additional information: h7 medwatch number added a2 age and a3 gender was added.

Event description:
The customer reported the urinary catheter fell out onto the patients bed. The catheter was still attached to the drainage bag, but was broken in half with the upper portion of the catheter inside the patient. The patient needed to be admitted and underwent a procedure to remove the retained piece of catheter. The nurse stated that there was no tension on the foley and it was not caught on anything. The patient came in (B)(6) 2023, and the incident happened in the ER (B)(6) 2023. The patient was awake and alert when the incident happened, none of the staff heard anything. The patient had received catheters before.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Pictures were provided by the customer. It can be observed from the pictures that the catheter is broken; however, it cannot be confirmed as manufacturing related. The sample is needed for further investigation. The failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.